Event description:
A patient reported that the display issue on the meter made it difficult to read results. The display was discolored and cloudy. This issue was not resolved with troubleshooting. Patient also reported that they had gone into 2 diabetic comas. Unsuccessful in reaching the patient after several attempts to obtain more information about the incidents. At this time, there is insufficient information to determine if the meter contributed to the diabetic comas. Patient also reported that they used alcohol to clean the meter. A reading of 143 mg/dl is reported by the patient. Unknown when the test was done. No further information has been reported.